Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Simulated use functional testing per label instructions was conducted on both returned devices; the same device that failed clear passage testing also failed simulated use functional testing by presenting a no flow. The blockage on the unit that failed clear passage testing and simulated use functional testing was found to be located at the small bore two piece luer lock. However, the cause of the blockage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Two samples were received for evaluation. Visual inspection did not identify any nonconformances in either sample. A clear passage test and functional test were performed on the two samples. One unit failed both tests, as no flow was observed. The other unit passed both the clear passage and functional tests without any malfunction. Initial evaluation confirmed the reported condition on one sample. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the y-junction of a one-link extension set was clogging, preventing flow. This occurred during patient infusion with hyperalimentation and intralipids using a non-baxter infusion pump. The reporter stated that the pump experience an occlusion alarm. The facility attempted to flush the tubing but was unable to clear the y-junction. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This represents report two of three.